Event description:
Complaint rec'd reporting over a three month period of time ((B)(6) 2012 - (B)(6) 2013) there have been four (4) incidents where balloon inflation failures occurred with use of 41239-06 td 7f heparin coated catheters. One incident reported that on (B)(6) following successful pre-testing, the catheter was inserted and at an unspecified time during the procedure an inflation failure occurred. The device was removed and replaced with no further incident. There were no reported adverse patient consequences associated with any of the reported events. Although the MFR requested additional relevant information as of the date of this report there has been no response, no receipt of the involved catheter devices.

Manufacturer narrative:
MFR's investigation: a review of the manufacturing lot database for the reported "suspect" lot number was performed. (B)(4). There were no exception documents generated during the manufacturing build cycle. Conclusions: as the involved devices were not returned for analysis and confirmation, the exact cause of the reported problems remains unknown. The MFR will continue to monitor and trend these types of issues.